Event description:
It was reported that during a cholecystectomy procedure, there was some difficulty in returning the trigger after firings. In addition, a clip ejected. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Additional info: device batch# d9dw6d.